Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Investigation in progress. Reference exemption # e2018002.

Event description:
According to the customer: they had to change out quadrox on patient because the oxygenator was not working. He described it was not a clotting issue but claimed that the quadrox was not oxygenating. Additional information: there were no negative consequences for the patient. (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA, 45 barbour pond drive, wayne, nj 07470. Contact person- (B)(6). The defective oxygenator has been investigated in the lab: the optical examination of the oxygenator did not reveal any detectable defects. No clots were noticed during rinsing and cleaning. The leak test according to lv 201 and the test run (priming) were also without any issues.

Event description:
Ref.: # (B)(4). Customer ref.: (B)(4).